Event description:
An advocate from (B)(6) stated her son ran a blood test on the contour next link meter and the meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory.no adverse event was alleged.advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.